Manufacturer narrative:
The insulin pump had no button response due to a flattened escape button dome switch. No display anomaly was noted. The insulin pump had minor scratches on the display window.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 216 mg/dl. No significant events leading to the keypad issues were observed. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.